Manufacturer narrative:
Additional suspect device: reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 5101775. It is indicated that the trial leads will not be returned for evaluation and therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Devices not returned.

Event description:
A report was received that the patient could not get up from the toilet as she was in extreme pain. The paramedics explanted the trial leads and the patient was admitted to the hospital. It was assessed that the patient has a possible seizure or stroke. The trialing physician does not believe her possible seizure or stroke was related to or had anything to do with the device or the procedure.